Event description:
It has been reported that the insert would not fit onto the baseplate. The surgeon tried another insert, with a different batch number, and this was fitted successfully. There was no adverse consequence for the patient or delay in surgery or anesthesia time.